Event description:
A caller reported a malfunction on their insulin pump, which caused their blood glucose level to exceed 500 mg/dl with the specific value unknown but indicated as "high." The caller took corrective action by administering a correction bolus via the pump and managed the situation without assistance beyond normal third-party support. Technical support resolved the issue by sending a replacement pump with updated software, providing instructions for returning the malfunctioning pump, and advising the caller on the use of their system with a new sensor.